Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous distal right coronary artery (rca). After an unspecified guide wire crossed the lesion, a 2.00 mm x 15 mm emerge balloon catheter was selected and advanced to dilate the lesion. Upon first inflation at 8 atmospheres, the balloon ruptured. The device was retrieved intact. The procedure was then completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).